Event description:
The pt's daughter reported that her mother's one touch basic meter was giving readings in the "70's" for one week, resulting in her mother not taking her morning insulin. During a routine office visit, a lab test of over 300 mg/dl was obtained. The pt was treated in the doctor's office with 10-15u regular insulin. Visiting nurses were assigned to check her blood glucose for the remainder of the week. On 8/11, the pt's meter read 62 mg/dl @ 8:30/a while a lab test performed at the doctor's office an hour later was 155 mg/dl. No treatment provided. The meter is cleaned according to mfg's recommendations and was in calibration on 8/14, reading 73 within a labeled range of 66-89. Control solution of tests are not performed.